Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bs guidewire crossed the lesion, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first dilatation, the balloon ruptured. The device was completely removed and the procedure was completed with another 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.